Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the scs ipg as recommended and the patient lost stimulation. As such, the ipg became inoperable. Reportedly, troubleshooting was attempted to no avail. Also, patient noted weight gain and ipg may have possibly moved. Surgical intervention may be undertaken to address the issue.